Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon touch monitor was not working. The entire surgeon monitor cart was swapped out and that one ended up working. The old surgeon monitor was put back into service after a case and the system functioned normally. The most probable cause was noted to be a loose connection. There was no patient involvement.